Event description:
As reported from the (B)(4) study, the patient experienced coronary artery restenosis. The patient was enrolled in the (B)(4) study with a target lesion in the proximal circumflex. The patient's medical history is significant for hypertension, hyperlipidemia, history of previous myocardial infarction ((B)(6) 2010), history of previous CABG ((B)(6) 2011), history of peripheral artery disease, history of congestive heart failure, history of copd, history of diabetes mellitus (type ii), history of pvd/claudication, history of femoral bypass surgery and current smoker. The lesion was de novo and had 90% stenosis. The lesion was pre-dilated and a 3.0 x 18mm cypher stent was implanted at 12atm. Approximately 25 months later, the patient was diagnosed with a silent ischemia. It was reported that the hospitalization notes indicated that at 30 month visit the patient reported to have had stress test that revealed silent ischemia. Additional information from the site indicated that the subject had an elective cardiac catheterization for surgical clearance for prostate cancer. Cath revealed significant triple vessel coronary disease. As the patient is currently without symptoms, may benefit from the workup of malignancy and then consideration of bypass surgery. There was no treatment given for ischemia. Per the cath report proximal lad showed a discrete 90% stenosis, distal lad a discrete 90% stenosis both lesions were ulcerated. Proximal circumflex 80% just before om1, mid circumflex 80% stenosis. The distal vessel was supplied by limited collaterals from the proximal rca. There was a 100% stenosis. It is unknown if the study stent was patent. The event was medically managed and resolved without sequelae. The event was not related to the study stent or procedure in an investigator's opinion.

Manufacturer narrative:
Concomitant mediations included albuterol, plavix, heparin, hydrocodone, insulin, lipitor, lopressor, lovenox, novolog, and spiriva. As reported from the (B)(4) study, the patient experienced coronary artery restenosis. The patient was enrolled in the (B)(4) study with a target lesion in the proximal circumflex. The patient's medical history is significant for hypertension, hyperlipidemia, history of previous myocardial infarction ((B)(6) 2010), history of previous CABG ((B)(6) 2011), history of peripheral artery disease, history of congestive heart failure, history of copd, history of diabetes mellitus (type ii), history of pvd/claudication, history of femoral bypass surgery and current smoker. The lesion was de novo and had 90% stenosis. The lesion was pre-dilated and a 3.0 x 18mm cypher stent was implanted at 12atm. Approximately 25 months later, the patient was diagnosed with a silent ischemia. It was reported that the hospitalization notes indicated that at 30 month visit the patient reported to have had stress test that revealed silent ischemia. Additional information from the site indicated that the subject had an elective cardiac catheterization for surgical clearance for prostate cancer. Cath revealed significant triple vessel coronary disease. As the patient is currently without symptoms, may benefit from the workup of malignancy and then consideration of bypass surgery. There was no treatment given for ischemia. Per the cath report proximal lad showed a discrete 90% stenosis, distal lad a discrete 90% stenosis both lesions were ulcerated. Proximal circumflex 80% just before om1, mid circumflex 80% stenosis. The distal vessel was supplied by limited collaterals from the proximal rca. There was a 100% stenosis. It is unknown if the study stent was patent. The event was medically managed and resolved without sequelae. The event was not related to the study stent or procedure in an investigator's opinion. The study stent remained implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15269445 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.